Manufacturer narrative:
Date inaccurate, only the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that there was pain around the battery site. The patient stated around the pain started in the last couple of weeks ((B)(6) 2018). Additional information received from a manufacturer's representative. It was reported that the pain around the battery site had not been resolved and they planned on replacing the ins in the near future. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. The cause of the pain at the ins site was unknown and surgery was scheduled for (B)(6) 2018. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.